Event description:
The patient contacted animas on (B)(6) 2012 reporting a blood glucose level of 36.1 mmol/l; the patient reported being unsure of how long blood glucose levels were elevated due to not checking blood glucose levels regularly. The patient stated that during a visit with a health care provider a discrepancy was noted in the pump total daily dose basal amounts for (B)(6) 2012. The basal rates were reviewed and confirmed that all of the basal rates were programmed as desired. With further review, the patient stated that the time and date were changed during daylight savings time; the sum of the two reported days together was consistent with the normal 24 hour basal total. The patient also reported being ill and having a workup done for gallbladder disease which the patient reported was contributing to the uncontrolled blood glucose levels. The patient was advised that troubleshooting did not indicate any issues with the pump. This report is made because it is unclear if the patient's setting of the time and date may have contributed to the patient's blood glucose levels.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings:there was no pump data from the time of the event available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.